Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesives around the light guide lens and the objective lens were peeled; the adhesive on the bending section cover had a chip; due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; the connecting tube had a wrinkle; due to damage on the upward/downward angulation control knob, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the light guide lens had a crack; switches 1 and 4 had wear. Additionally, the following components had a scratch: the control unit, the plastic distal end cover, the connecting tube, the forceps elevator knob, the forceps elevator lever, the grip, the right/left angulation knob, the scope connector cover unit, the suction connector, the scope cover, the switch box, the upward/downward angulation control knob, and the universal cord. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the device was also immersed in detergent solution. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no reported abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system: - inspect the air / water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] (a)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had insufficient angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.